Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the helix of the atrial lead was blocked. After several unsuccessful attempts to extend the helix/tip, the atrial lead was replaced with another of the same device. The procedure was completed, and no patient complications have been reported as a result of this event.